Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly outside the patient when the physician attempted to load the needle into the capio device. The procedure was completed with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.